Manufacturer narrative:
As reported by the (B)(6) registry during post-stent balloon inflation, a (B)(6) female patient with medical history including hyperlipidemia, clinical copd, smoking (>5packs of cigarettes), coronary artery disease, hypertension, contralateral carotid occlusions, previous tia and previous stroke, developed hypotension associated with the loss of consciousness and transient left hemisphere ischemic symptoms. The patient was then administered norepinephrine. The patient also experienced a left-sided cva six days post-procedure secondary to hypotension and a cardiac catheterization procedure. Four days later, the patient experienced an ischemic stroke and a myocardial infarction resulting in treatment of a contralateral lesion. During the index procedure, cas was performed on a lesion in the ostium of the right internal carotid artery 15mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. The arch ii lesion was eccentric and moderately calcified. A 6mm angioguard embolic protection device was successfully deployed past the lesion which was then pre-dilated. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The angioguard was successfully removed and there was no debris found in the basket. The residual diameter stenosis measured 0%. There was no documented dissection or presence or air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. Final angiography displayed no intraluminal filling defects. On the following day, the patient had 4/5 weakness in the right upper extremity with no other deficits. The patient remained hypotensive and could not be weaned from neosynephrine. Later that day, the patient developed right facial droop with dysarthria. The progress note stated: ¿the patient with a known left ica occlusion with associated left hemisphere cva, therefore, increase of right-sided symptoms with hypotension is expected.¿ the neosynephrine was switched to dopamine as the hypotension persisted. The progress note from the following day revealed no changes in her level of weakness or other deficits. Four days following index procedure, the patient was weaned from dopamine; 2 days later, cardiac catheterization was performed, revealing occluded distal rca. Following cardiac catheterization, she developed difficulty speaking, right-sided weakness, right-sided facial droop and element of confusion. There was also fluctuation of her blood pressure from 180 to 100. A head CT scan revealed two small areas of gray matter ribbon enhancement within deep sulci in the high left frontal and left parietal lobes that correspond with sites of infarct documented on mr study of and consistent with enhancement of subacute infarcts. A CT angiogram showed a patent right carotid stent. The right external carotid artery was with a tight stenosis at its origin. Vertebral arteries contained stenoses, but no occlusions; left vertebral was dominant, and its distal portion was largely supplied by collaterals. There was an occlusion of the proximal left ica, and the left hemisphere was supplied by collaterals across a small anterior communicating artery, across a small posterior communicating artery, and via ophthalmic collaterals. On the following day, the patient had mild expressive aphasia, otherwise, appeared to be intact. She was awake and answered questions appropriately. Her blood pressure was in 160s; 4 days later, the patient developed new acute neurological deficits including sudden onset of right hemiplegia, right facial droop, and dense expressive aphasia. Prior to this, she was feeling well, was weaned off neosynephrine and was preparing to move out of the ICU. There was no report of hypotension preceding the event and she had been hemodynamically stable. A CT and sta scan was performed and revealed interval evolution of the patient's known small left frontal and parietal lobe infarctions with possible associated petechial hemorrhagic transformation. Right carotid artery stent remained in place without restenosis. Cas was performed on a lesion in the ostium of the left internal carotid artery. A 6mm angioguard embolic protection device was deployed past the lesion and a 6x40mm precise pro rx stent was deployed at the target site. The angioguard was successfully removed and it is unknown if any debris was found in the basket. There was no documented presence of air bubbles. The patient was discharged 10 days later with minor facial paralysis, no movement in the right arm, no effort against gravity in the right leg, mild limb ataxia, mild to moderate sensory loss, and mild to moderate dysarthria. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension and reversible ischaemic neurological deficit are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00359 and 1016427-2013-00075.

Event description:
As reported by the (B)(4) registry during post-stent balloon inflation, the patient developed hypotension associated with the loss of consciousness and transient left hemisphere ischemic symptoms. The patient was then administered norepinephrine. The patient also experienced a left-sided cva six days post-procedure secondary to hypotension and a cardiac catheterization procedure. Four (4) days later, the patient experienced an ischemic stroke and a myocardial infarction resulting in treatment of a contralateral lesion. During the index procedure, cas was performed on a lesion in the ostium of the right internal carotid artery 15mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. The arch ii lesion was eccentric and moderately calcified. A 6mm angioguard embolic protection device was successfully deployed past the lesion which was then pre-dilated. An 8x40mm precise pro rx stent was successfully deployed at the target lesion. The angioguard was successfully removed and there was no debris found in the basket. The residual diameter stenosis measured 0%. There was no documented dissection or presence or air bubbles during the procedure. The patient was neurologically intact upon leaving the angio suite. Final angiography displayed no intraluminal filling defects. On the following day, the patient had 4/5 weakness in the right upper extremity with no other deficits. The patient remained hypotensive and could not be weaned from neosynephrine. Later that day, the patient developed right facial droop with dysarthria. The progress note stated: "the patient with a known left ica occlusion with associated left hemisphere cva, therefore, increase of right-sided symptoms with hypotension is expected." The neosynephrine was switched to dopamine as the hypotension persisted. The progress note from the following day revealed no changes in her level of weakness or other deficits.

Manufacturer narrative:
Additional information was received that the patient was discharged 8 days after the index procedure. Nih stroke scale score was 11 and the rankin was 4. The patient was discharged approximately 21 days later. At the 30 day follow-up, the nih was 4 and the rankin was 4. Post-procedure medications were ongoing. No new adverse events were reported and the patient exited the study. Concomitant medications continued from for the index: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. No further information is available. This is one of two products involved with the reported adverse event and is associated manufacturer report numbers 9616099-2013-00359 and 1016427-2013-00075.

Manufacturer narrative:
Four days following index procedure, the patient was weaned from dopamine. Two (2) days later, cardiac catheterization was performed, revealing occluded distal rca. Following cardiac catheterization, she developed difficulty speaking, right-sided weakness, right-sided facial droop and element of confusion. There was also fluctuation of her blood pressure from 180 to 100. A head CT scan revealed two small areas of gray matter ribbon enhancement within deep sulci in the high left frontal and left parietal lobes that correspond with sites of infarct documented on mr study of and consistent with enhancement of subacute infarcts. A CT angiogram showed a patent right carotid stent. The right external carotid artery was with a tight stenosis at its origin. Vertebral arteries contained stenoses, but no occlusions; left vertebral was dominant, and its distal portion was largely supplied by collaterals. There was an occlusion of the proximal left ica, and the left hemisphere was supplied by collaterals across a small anterior communicating artery, and via ophthalmic collaterals. On the following day, the patient had mild expressive aphasia, otherwise, appeared to be intact. She was awake and answered questions appropriately. Her blood pressure was in 160s. Four (4) days later, the patient developed new acute neurological deficits including sudden onset of right hemiplegia, right facial droop, and dense expressive aphasia. Prior to this, she was feeling well, was weaned off neosynephrine and was preparing to move out of the ICU. There was no report of hypotension preceding the event and she had been hemodynamically stable. A CT and sta scan was performed and revealed interval evolution of the patient's known small left frontal and parietal lobe infarctions with possible associated petechial hemorrhagic transformation. Right carotid artery stent remained in place without restenosis. Cas was performed on a lesion in the ostium of the left internal carotid artery. A 6mm angioguard embolic protection device was deployed past the lesion and a 6x40mm precise pro rx stent was deployed at the target site. The angioguard was successfully removed and it is unknown if any debris was found in the basket. There was no documented presence of air bubbles. The patient was discharged 10 days later with minor facial paralysis, no movement in the right arm, no effort against gravity in the right leg, mild limb ataxia, mild to moderate sensory loss, and mild to moderate dysarthria. Concomitant medications: post-procedure medications included aspirin and clopidogrel. Concomitant devices: precise pro rx carotid stent system: catalog number pc0840rxc, lot number 15614670. This is one of two products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00359 and 1016427-2013-00075. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.